Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient faced a tape not sticking issue due to lack of stickiness on (B)(6) 2026. The patient also reported bleeding at the site, and the site was right hip. No further information is available.